Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found out that the right atrial (ra) lead exhibited noise. No intervention was reported. No patient adverse consequences was reported.